Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient called to report an incident that happened a few months ago where he was found unconscious by his wife and was rushed to the hospital. Per documentation, the cgm values ¿jumpy¿ or fluctuating erratically. Per documentation, a blood glucose meter reading was taken during the inaccuracy; however, that number was not documented. Per documentation, the patient had loss of consciousness and was given a glucose gel. The length of stay at the hospital was documented as unknown. The patient was good/fine during the survey and follow up attempts were documented as unsuccessful. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.